Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was leaking at the quick disconnect from the top of the wash concentrate canister of the unicel dxc 800 synchron system. Bec customer technical specialist advised the customer over the telephone to check for loose quick disconnect tubing. Customer then reported that they replaced the wash concentrate tubing from the canister to the valve. The replacement of the tubing resolved the leaking issue. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.